Event description:
While a nurse was using a medline brand 3ml syringe, she placed a fill needle onto the luer lok syringe, drew the medication up, took off the fill needle and replaced it with an injection needle and as she flicked the syringe to release the air bubbles in the syringe, the entire tip of the luer lok syringe broke off completely and fell down into the syringe. The syringe was not used on the patient and a new syringe was used.